Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported falsely elevated calcium results. Customer called to report that there is issue with the gold top tube - #367986. When they draw a gold top tube from a port access, they are noticing falsely elevated calcium results with excess fibrin in the sample. There have been a couple of different lot numbers but they are unknown, the issue happened within the last 6 months. By the time the sample comes in, the patient is already gone so they are unable to recollect, but sometimes they call the patient back. She also mentioned that before they were using the light green tubes with no issue. Wo notes: (B)(6) 2022 spoke with the customer. She stated that some samples drawn from ports have elevated ca results. The site is flushed with heparin, and about 10 ml of blood is wasted before the blood is drawn into the sst tubes. They rim the tubes with sticks when there is fibrin. They are using sst tubes, since they are not able to get the liheparin tubes. They do not have issues with the liheparin tubes. The current lot # is 1280206. I reviewed the mixing and clotting steps for the sst tubes. I sent the sst processing tech talk and the IFU. I will follow up next week.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. DHR could not be performed due to unknown lot. This complaint is unable to be confirmed for the indicated failure mode erroneous results and fibrin. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported falsely elevated calcium results. Customer called to report that there is issue with the gold top tube -#367986. When they draw a gold top tube from a port access, they are noticing falsely elevated calcium results with excess fibrin in the sample. There have been a couple of different lot numbers but they are unknown, the issue happened within the last 6 months. By the time the sample comes in, the patient is already gone so they are unable to recollect, but sometimes they call the patient back. She also mentioned that before they were using the light green tubes with no issue. Wo notes: 1/4/22 spoke with the customer. She stated that some samples drawn from ports have elevated ca results. The site is flushed with heparin, and about 10 ml of blood is wasted before the blood is drawn into the sst tubes. They rim the tubes with sticks when there is fibrin. They are using sst tubes, since they are not able to get the liheparin tubes. They do not have issues with the liheparin tubes. The current lot # is 1280206. I reviewed the mixing and clotting steps for the sst tubes. I sent the sst processing tech talk and the IFU. I will follow up next week.